Manufacturer narrative:
A steris technician was on-site at the time of the reported event to service the washer's printer and had unscrewed the door panels for servicing purposes. The technician had not properly secured the service door panels prior to the operator attempting to initiate a processing cycle. The technician re-installed the screws to secure the service panels and verified the washer was operating properly; no further issues have been reported. The technician subject of this event has received re-training on servicing procedures.

Event description:
The user facility reported that when an operator opened the load door to begin preparation for a processing cycle, the upper service panel fell and hit her shoulder. The operator went to facility's occupational nurse where she was examined and then returned to her normal work duties. The user facility reported the employee is fine with no sustaining injuries.